Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr did not find any problem with the start/stop switch. However, the on/off switch was replaced by fsr since it was requested by the customer. Performed calibrations and adjustment. Unit working to specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during use of 3100a ventilator they had to pause to suction the patient and then they could not restart the instrument. They said the unit was stuck and that the start/stop button was stuck. The patient was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.